Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: g7: bonemaster ltd acet shl 52e; catalog#: 010000703; lot#: 7268284. Tprlc 133 type1 bm ho 9.0; catalog#:51-114090; lot#: 3925856. This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip arthroplasty, and subsequently was revised due to recurring dislocations approximately 4 months after initial implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ ¿australia". D10 - medical product - g7 neutral e1 liner 36mm e; catalog #:010000857; lot#:7273174. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.